Event description:
Journal reference: dinsmore et al. "Wound infections in patients with interstim sacral nerve stimulation", obstetrics and gynecology, april 2006, vol 107, no 4. Wound infection developed in patients. Some patients were treated with antibiotics, and then the devices removed. Article concludes that patients with a body mass index more than some are at increased risk for wound infection.

Manufacturer narrative:
Journal reference: dinsmore et al. "Wound infections in patients with interstim sacral nerve stimulation", obstetrics and gynecology, april 2006, vol 107, no 4. See scanned pages.